Event description:
(B)(4). I was having abdominal pain, thought it was kidney stones. Went to ER and sent home. Pain has been ongoing for about year. Thought it must be uti related, or diverticulitis related. Having lethargy, and all over pain, with depression, hairless, anxiety. Obgyn did vaginal ultra sound and found that the device has migrated. Now I am scheduled for hysterectomy.